Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy near the antrum of stomach, the stapler did not fire, the surgeon was able to press the green button and the handle did not squeeze. As stated, they opened another staple cartridge to complete the case. There was no patient injury.